Event description:
It was reported that upon removal from the packaging, the tip of the catheter was missing. The immediate area was surveyed and the tip could not be located. It was reported that the catheter was not used in a patient.